Event description:
The reporter indicated that she has experienced an er1 once, but could not provide any details about the experience. She indicated that she did not have the meter coded properly and thought that may have been the reason for the er1.